Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the hospital with complaint of shortness of breath (sob). An x-ray was performed and revealed a lead dislodgement, cardiac perforation/tamponade and pericardial effusion. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the proximal only segment of the lead was returned severed 11.5 centimeters (cm) from the is-1 pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations with the returned segment of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a portion of the lead was explanted five months later after the patient passed away. No allegations have been reported linking the patient's death to the previous reported clinical observations.